Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a loss of ac power while the patient was connected to the mobile power unit (mpu). Log files were submitted for review. The log files noted some low voltage alarms while patient was on the mobile power unit. The patient said they heard a loud alarm that resolved before they could see the alarm on the screen. The patient said at the time of the event they were adjusting the cables of their tv and that the mpu was working after the event. It was suspected by the clinician that the cause for the loss of power to the mpu was due to the mpu becoming loose from the outlet based on what the patient reported. They were moving around while on the mpu which is not recommended.

Manufacturer narrative:
Corrected data: section b5: event details information corrected. Section e3: occupation corrected. Section h6: medical device problem codes corrected. Section h8: corrected to "reuse." Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. On (B)(6) 2025 at 06:29:22, low voltage hazard and power cable disconnect alarms while connected to the heartmate mobile power unit (mpu) were captured. The alarms were due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds. On (B)(6) 2025 at 06:29:25, the alarms resolved when power was restored to both power cables. The backup battery supported the system without issue during this event. This series of events is consistent with a loss of power to the mpu. The loss of power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the event was most likely due to the mpu ac power cord coming loose from the wall outlet. Multiple attempts were made to obtain additional information regarding if the ac power cord came loose from the wall outlet intentionally or unintentionally; however, no additional information was provided. The root cause for the reported event was determined to be due to the mpu ac power cord coming loose from the wall outlet. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted having low voltage alarms while connected to the mobile power unit (mpu). They stated that they heard a loud alarm, which resolved before they could see what the alarm said on the screen. At the time of the alarm, they were connected to the mpu and were adjusting the cables on their television. The pump appeared to have been working appropriately and stated that the mpu was working after the event. Log files were submitted for review. The log files noted a no external power event on (B)(6) 2025 at 6:29:22 while connected to the mpu, which was likely due to power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected. It was suspected by the clinician that the cause for the loss of power to the mpu was due to the mpu becoming loose from the outlet based on what the patient reported. They were moving around while on the mpu, which was not recommended.